Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump was not reading properly. The customer is legally blind and cannot see the numbers. The customer went into a diabetic ketoacidosis because the insulin pump was not delivering insulin. Her doctor was unable to look at the settings on the insulin pump. The basal rates stopped working. Customer's blood glucose level was not reported. The device was not returned.